Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the right rear wheel was loose but he tighten the locknut on the wheel and resolve the issue.